Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received in segments and analyzed. There were no anomalies found. It was noted that all conductors had blood/body fluid (not obstructed). The outer insulation was melted, had environmental stress cracking, was breached cut and had a white substance along with a cosmetic depression. The lead was stretched and visually there was apparent explant damage.

Event description:
It was reported that the left ventricular lead showed increase impedance to a high measurement. It was also reported that the lead had been moved to the right ventricular pace/sense port of the device several years ago. The lead was removed and replaced. No patient complications have been reported as a result of this event.